Manufacturer narrative:
(B)(4). No sample is available for investigation. Without the actual sample, a thorough investigation could not be performed and no specific conclusion can be drawn as to the cause of the reported event. If the sample and/or additional pertinent information becomes available, a follow up report will be submitted. Reviewed the device history record and no abnormalities found during in process and final control inspection.

Event description:
As reported by the user facility ((B)(4)): patient with protocol dcf, whom fluorouracil is administered in infuser of 5 days (flow 2ml/h). Nevertheless, the patient arrives after 5 days even with medicine in the infuser.